Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy, left salpingo-oophorectomy, cystoscopy, cystotomy with repair of vesicovaginal fistula, repair of iatrogenic bladder laceration, and a&p repair due to sui, cystocele, rectocele, exposed mesh sling, pelvic pain, dyspareunia, urine leakage, waking up to urinate at nights, and uterine prolapse. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that the patient underwent excision of exposed mesh and sling on (B)(6) 2012 and removal of exposed vaginal mesh, close vagina defects, and look into bladder with scope on (B)(6) 2012. It was reported that patient underwent cystoscopy with bladder biopsies and removal of bladder sling on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
Date sent to FDA 10/30/2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.